Event description:
It was reported that the atrial lead had high thresholds and dislodged. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found; the full lead was returned for analysis. Blood observed in/on the helix mechanism. The lead was received with the guide tooth damaged; apparent explant damage.